Manufacturer narrative:
Investigation summary: one mz1000 sample was received for investigation without packaging, however the lot number was indicated as 21045287. No connecting products were received to assist the investigation in this instance. The sample was subjected to pressure testing in order to replicate the customer's experience; leakage was observed from a crack to the female luer adaptor of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot#: 21045287 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported that when connected to a prefilled syringe the bd maxzero¿ needle-free connector leaked. This is a report about leakage due to a damaged component of mz1000. The hcp connected a prefilled saline syringe to this product and performed flushing, and then saw the saline leaking. When checking the product, the hcp found a crack on the polycarbonate component on the interface.